Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was difficulty advancing the wire into the co pilot and the catheter. The co pilot was replaced and the procedure was continued. The catheter was re advanced into the sheath. It was noted that the physician was unable to aspirate the sheath and it kept drawing back air into the syringe. The catheter was replaced and the physician suspected there was an issue with the catheter handle. The procedure was completed with cryo and there were no patient complications reported.

Manufacturer narrative:
Product event summary: data files were returned and analyzed and did not show any system notices for the date of the event. The sheath was not returned for analysis and investigation; therefore the issue cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.